Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-03367 it was reported the patient is receiving ineffective stimulation from the scs system following a recent fall. Diagnostic testing revealed high impedances.. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy resumed following the procedure.